Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. During the report of a separate sensor issue, the patient stated that there had been ¿a few times¿ when they experienced inaccurate cgm readings that led them to seek emergency care for hypoglycemia. The patient was unable to confirm the total number of occurrences but indicated that there were at least two known events. The event that occurred on (B)(6) 2025 has been documented within this complaint. The second event, which occurred on 12/24/2025, is documented under (B)(4). No specific symptoms were provided for these incidents. The patient was unable to recall exact glucose values during the events but reported that the cgm readings were erratic, describing them as ¿jumpy,¿ fluctuating rapidly, and going ¿up and down.¿ the patient stated that they were treated with intravenous glucose during the ER visits. No additional medications were reported, and the patient indicated that they were likely monitored for approximately 24 hours. At the time of the report, the patient was described as stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. This is 1 of 2 reports of the medical intervention (24 hour stay at the hospital), due to inaccuracy that occurred two separate times. Please see related record (B)(4).